Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy procedure through soft density tissue using maxcore instrument. During the procedure the outer cannula can¿t be fired. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy through soft density tissue using maxcore instrument. During the procedure, the outer cannula can¿t be fired. No coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review and the investigation is confirmed for the improper or incorrect procedure or method as the device was used beyond the expiry date. The DHR review indicates the reported product lot was released on 05/28/2019 with an expiration date of 2022-04-30. Information provided by the complainant indicates the date of event was 07/18/2025. A definitive root cause for the failure to fire issue could not be determined based upon the provided information. Labelling review: based on the DHR review results the usage of device beyond expiry date is determined to be use related therefore a labeling review was performed. A review of the bd bard maxcore disposable core biopsy system instructions for use (IFU ¿ baw1279900, rev. 2) determined the product labeling documentation is adequate. Per the bard maxcore disposable core biopsy instructions for use (IFU) how supplied section, the bd bard maxcore disposable core biopsy is supplied sterile for single use only with a use by date (e.g., expiry date). D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.